Manufacturer narrative:
.

Event description:
It was reported that the asymptomatic patient had presented to the operating room for a generator change due to normal eri. The electrical measurements of the lead were all normal. Fluoroscopy of the lead showed no anomalies. After opening the pocket the insulation anomaly was found. The physician elected to repair the lead with medical adhesive and connect the new ICD.